Manufacturer narrative:
(B)(4).

Event description:
A pump motor stall occurred following MRI, with no stall recovery. No patient symptoms were reported. The pump contained morphine 10mg/ml and bupivacaine 15mg/ml. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Supplemental submitted to include the recall correction number for remedial action.

Manufacturer narrative:
Product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).